Event description:
It was reported that after three(3) days of use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed system overtemperature message. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. Machine was inspected. Logs were taken for further investigation. Machine collected back to workshop for further check. Calibration of pressure and vacuum regulators was performed and checked all connections from compressor and temperature sensor to backplane board, running load test under 120 bpm for a week, normal without over temp alarm. Machine functional test passed and was returned to customer for clinical use.

Event description:
N/a.